Event description:
Vasoview hemoprobe kit was being used for vein harvest and the equipment was falling apart during use. Piece was taken out intact and placed for removal from case. FDA safety report ID # (B)(4).